Manufacturer narrative:
The reference electrode was replaced and the issue did not re-occur. The investigation determined that the issue was resolved by the replacement of the reference electrode. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the ise sodium electrode and ise chloride electrode on a cobas c 111. No incorrect results were reported outside of the laboratory. The sample initially resulted with a sodium value of 129.8 mmol/l, which repeated as 139 mmol/l when tested on a second analyzer. This sample initially resulted with a chloride value of 92.3 mmol/l, which repeated as 103 mmol/l when tested on a second analyzer. No adverse events were alleged to have occurred with the patient. The c 111 analyzer serial number is (B)(4).